Event description:
A healthcare professional reported that the flap was thin and big white spots in right eye of a patient, during unknown procedure. There are multiple related reports for this reported event. This report addresses patient e, right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. This new failure mode was investigated and found that thin and/or incomplete flaps can be caused by inappropriately inserting the patient interface applanation cone into the application interface of the system so that it sits in an uneven position. A contributing factor to this behavior is the weaker shaft stiffness of the cone variant of one of the applanation cone suppliers. Per the collected information from the reported entity, this incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).